Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump showed 551 was administered but infusion bag had a little more than half around 275ml remaining in infusion bag. Air detector and upstream sensor were off. No issues with other pumps using same admin set/closed system spike during the same time frame. The patient did not receive entire desired dose. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No previous repair has been noted in the last 12 months. The event history log was not provided.